Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the caller stated they kept track of when the patient urinated and the patient would mark if they urinated by themselves or had to use a catheter. The caller noticed in the last couple weeks that the patient had to use more and more catheters and they were using 15-18 catheters a month, but the patient was now using that same amount in a matter of days. The caller mentioned the patient had to make very few adjustments and they used program #1 because it had worked for them. The caller stated they due to the recent loss of therapy they thought maybe the patient wasn't getting enough stimulation so they increased stimulation from 2.4 to 2.6, but within 2-3 hours it was too strong for them. The patient decreased stimulation to a comfortable level, but they continued to see an increase in the need to use a catheter. The caller stated it had helped the patient's symptoms to increase or decrease stimulation. The caller was not able to troubleshoot as the patient was asleep, and would call back when the patient was available to walk through using the patient programmer (pp) and verify the implant status. The caller also reported when they went to use the pp to make changes to the stimulation, the pp would not sync with the implant with or without the antenna. They had tried to replace the batteries as well but this had not resolved the issue, and the caller was not able to verify exactly what screen they saw when attempting to sync with the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.